Manufacturer narrative:
According to the instructions for use (IFU) for gore® synecor intraperitoneal biomaterial, use of gore® synecor intraperitoneal biomaterial in the presence of contamination may result in fever, infection, irritation or inflammation, pain, and wound dehiscence and may require removal of the mesh if infection occurs.

Event description:
The following literature article was reviewed, "novel use of antibiotic irrigating solution in negative-pressure wound therapy for a chronically infected abdominal wall biologic mesh." The article reports a 56 year old male with class ii obesity, type ii diabetes mellitus, tobacco use and a complex surgical history of multiple abdominal operations. Reportedly, he had a remote sigmoid colectomy for perforated diverticulitis, which was complicated by an incisional hernia requiring repair with synthetic mesh. The article reported after an exploratory laparotomy for a small bowel obstruction, the mesh became infected requiring partial explanation. This resulted in a chronic midline abdominal wound, which eventually closed after a 6 month course of antibiotics. The article reported the patient was referred to their institution for definitive repair of a recurrent hernia with loss of domain. Reportedly, after achieving weight loss, improved blood glucose control and smoking cessation, we performed a redo complex abdominal wall reconstruction. The article reported the technique used involved a lateral component separation with placement of gore® synecor intraperitoneal biomaterial as a bridging intraperitoneal mesh. Reportedly, unfortunately, the wound developed a purulent infection and the repair dehisced at approximately four weeks. The article reported 14 weeks after the index procedure, after failing antibiotic therapy and topical wound care, the gore® synecor intraperitoneal biomaterial was excised and a vicryl mesh was placed to support the fascial edges and protect the abdominal contents.

Manufacturer narrative:
Previous patient code 2: ((B)(6)) was reported based on the original complaint, but is no longer applicable per gore's investigation.